Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation, the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt cables were damaged. The pt was issued a replacement electrode belt.